Event description:
It was reported that post-procedure, on a pacer dependent patient, pacer wires were attached, and capture was noted. There was a sudden loss of ECG. After troubleshooting, it was found the epg (external pulse generator) was off. The device was turned on, and capture was noted. A clinical decision was made to change the epg for a different unit, with no further issues reported. No patient complications were reported as a result of this event. The biomedical engineer performed full functional testing, including long-term testing, with the battery in question, and found the device powered off. It was suspected the device turned off due to a low battery, but the low battery indicator was not present. It was also noted that a similar problem had occurred with this device about a month earlier. It powered off, with a new battery inserted. At that time, the device was not placed on a patient. The issue was found while setting up. The problem could not be duplicated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. It was noted that the screw on the case was over-tightened, making it very hard to close the battery compartment. The compressed battery contacts, ring, and o-ring were preventatively replaced.